Manufacturer narrative:
Product complaint # (B)(4) additional information: d9, h6 component code: g07002 - device not confirmed h3 evaluation: one complaint sample of drain with adapter was received for evaluation, during visual inspection, no negative observation was found. Furthermore, functional test (manual suction) was performed with drain, and it was found ok functionally. As per the detailed complaint report, reservoir was used to perform suction test, which clarifies that external factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. Retention sample is not checked, as the lot no. Of the complaint is unknown during investigation of the complaint and retained sample review could not performed, as the lot number of the complaint was unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information has been requested and received. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. What was the quality issue experienced with the 2179 jvac reservoir? The drain was detached without an extra load by itself from the reservoir. What was the quality issue experienced with the 2232 blake drain? The drain was detached without an extra load by itself from the reservoir. Was the reservoir activated? Yes. Was suction achieved? Unk. How was the issue resolved? The drain was removed from the patient after the event occurred without replacement. Was the blake drain replaced surgically? Na. Was the jvac reservoir replaced? Na. Note: events reported on: mw# 2210968-2023-01612. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown ob-gyn surgery on (B)(6) 2023 and a drain was used. A drain had been placed on the patient since feb 1 after surgery, but the drain was removed spontaneously from the reservoir in spite of no special pressure being applied. Although there were no consequences to the patient, the drain was removed according to the surgeon¿s instruction. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.